Event description:
It was reported that this implantable device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. Approximately 7 months prior, the estimated battery longevity showed 4.5 years remaining. During the most recent device check, the battery longevity showed 2.5 years remaining. Currently, this device remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. Approximately 7 months prior, the estimated battery longevity showed 4.5 years remaining. During the most recent device check, the battery longevity showed 2.5 years remaining. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. It is not anticipated that this device will be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.